Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that there was issue on the customer end. A technical support specialist (tss) connected to the server and worked with the interface specialist on the issue. The issue was identified to be on the customers end, related to structured query language (sql). The customer was advised to follow up with the information technology (it) and interface teams for further investigation. The tss spoke with the pharmacy director, and the customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, devices were not communicating with the server. Multiple patients were not displaying on multiple devices, and users were unable to view patient details across all affected devices. A reboot was performed, but the issue persisted.however, there were no delays or adverse events or injuries reported based on this event.